Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified.  A review of the event history log identified air is still detected messages. 'Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. The alarms in the log were likely a result of normal pump operation. No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed air in line when no air in line visible. The event happened at the general patient ward. There was no known patient injury or medical intervention associated with this event. No additional information is available.